Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The up arrow, down arrow, and ok buttons required excessive force to obtain a response during testing. During investigation, the up arrow, down arrow, ok and contrast buttons were observed to be inverted. During investigation, it was found that the contrast button was not responding to user inputs. The contrast button does not affect insulin delivery. There was evidence of keypad adhesive found under all buttons.

Event description:
It was reported that the 'ok' and arrow buttons do not run properly.